Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalize for high blood glucose levels and minor diabetic ketoacidosis. It was reported that the customer declined to speak with help line. No further information or assistance provided.